Manufacturer narrative:
Date of submission 30-jan-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 12-jan-2018 with the following findings: on investigation, moisture was confirmed behind the display lens. Investigation duplicated the complaint. The battery compartment was noted to be cracked and leak testing confirmed moisture ingress into the pump at the crack. Moisture was also observed throughout the interior compartment of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.